Manufacturer narrative:
It is unclear what order the valves were implanted, therefore the information of both valves is being provided: [9000tfx26/sn (B)(4)/mfg 14-may-2013/exp 23-apr-2014] & [9000tfx26/sn (B)(4)/mfg 17-may-2013/exp 06-may-2015]. Per the instructions for use, valve regurgitation is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to valve regurgitation including malposition of the valve, impingement of a leaflet due to the guide wire, over inflation of the deployment balloon, post dilation of the implanted valve, and slow recovery of adequate ventricular flow post valve deployment and rapid pacing. All of these factors have the potential to contribute to suboptimal coaptation of the sapien valve leaflets and cause central aortic insufficiency. Occasionally there are cases where the root cause of the regurgitation cannot be determined. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. The patient screening manual instructs the operator on proper native valve leaflet assessment, taking into consideration the length, bulkiness and distribution of calcium on the native leaflets to determine whether valve performance will be impaired. During the manufacturing process, all sapien valves are 100% visually inspected for defects and 100% tested for coaptation prior to release for distribution. This makes it highly unlikely that a manufacturing defect or device malfunction would contribute to the event. In this case, patient factors (severe native valve/leaflet calcification) likely contributed to the pvl. Post dilation of the valve with additional fluid appears to have created the central ai. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a (B)(4) basis, and any excursions above the control limits are assessed and documented as part of this (B)(4) review. No corrective or preventative actions are required.

Event description:
After post dilation of the 26mm sapien valve in a 55:45 aortic/ventricular position, central aortic insufficiency (cai) was noted and a second valve was placed. Initially, the surgical team opted against performing a bav as they felt that with a ¿functionally¿ bicuspid valve and a 25mm annular diameter, the 26mm sapien valve would get a better seal against paravalvular leak (pvl). The first 26mm sapien valve was deployed 55:45 a/v and mild-moderate (pvl) was noted. The valve was post dilated with an additional ml of contrast solution. A repeat echocardiogram then showed moderate cai. It was felt that the stent may have been overstretched and a decision was made to deploy a second valve. Another 26mm sapien was deployed 55:45 a/v within the original valve. No pvl and trace central ai was noted. The patient remained stable during the procedure. The patient¿s native aortic valve/leaflet was severely calcified and the aortic root was moderately calcified. The image intensifier angle and the coaxial alignment of the delivery system and valve were good.